Event description:
It was reported that, subsequent to a tunica vaginalis testis procedure, the pt presented with extrusion of the mesh into the vaginal wall. The physician noted that the pt has a very thin vaginal wall.